Manufacturer narrative:
Investigation summary: the root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Event description:
The complainant reported that the console displayed a controller error advisory alarm. Per nursing staff, the screen briefly went blank. The patient was transitioned to a backup automated impella controller (aic), and mechanical support was successfully maintained. There was no patient complication.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.